Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that the patient was x-rayed to ensure that the small pieces from the blade break had not fallen into the wound site; this resulted in a delay of approximately 20 minutes. It was further reported that there was no patient injury as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was returned for evaluation. It was visually confirmed that both mount tabs had broken off from the blade. Score marks from the base drive of the handpiece can be seen on the mount of the blade. These marks also confirm that the blade was potentially mis-loaded into the handpiece during use. The returned blade was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is undetermined.